Manufacturer narrative:
More information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Upon the investigation we found that the hi/lo actuator was found detached from the bed frame on one side and that this failure was found by an arjo technician, after the bed was returned to the service center from rental. The malfunction did not occur during usage but it most likely a result of transport damage. When the bed was picked up from the customer, the actuator was not detached. This failure was noticed during product quality control check when the bed was being prepared for next rent. A review of the complaints showed that this failure has not caused or contributed to a death or serious injury. There was no adverse event, arjo device was not used for patient treatment when the failure occurred. The product was damaged most likely by the way the product was transferred and secured in the van and not because the product deficiency itself. Based on the investigation performed, it is believed that such situations will not lead to a serious injury or death in the future and therefore, they will not be reportable to competent authorities in the future.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Based on the collected information, the actuator responsible for the up and down movement of the bed's platform detached from one site. No injury was claimed.